Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) to discuss the right atrial automatic threshold (raat) test, which detected values greater than the programmed amplitude or was suspended, as well as low right ventricular (rv) lead intrinsic amplitudes in this newly implanted implantable cardioverter defibrillator (ICD). Noise was also observed during the raat test; however, ts did not identify any inappropriate sensing. Additionally, ts noted that impedance measurements on the rv lead were trending downward. It was suggested to disable this feature if the suspension mode persisted. This ICD remains in service. No adverse patient effects were reported.